Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced an event of low blood glucose reported over 35 mg/dl leading to hospitalization on (B)(6) 2025. The duration of stay was greater than 24 hours. Insulin was administered using pump at the hospital. No further information was available